Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot numbers 9234180 and 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that needle 26x3/8 ib was clogged. The following information was provided by the initial reporter: "it was reported that: needles blocked event description per attached email states: blocked needles questions/inquiries: is product available for return? Please provide shipping info(B)(6)2020 2:14 pm cst - left voicemail with customer. Left him a phone number/productcomplaints email address - confirmed product lots are for part # 305110, not the reported syringe part number.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 26x3/8 ib was clogged. The following information was provided by the initial reporter: "it was reported that: needles blocked. Event description per attached email states: blocked needles. Questions/inquiries: is product available for return? Please provide shipping info. (B)(6) 2020 2:14 pm cst left voicemail with customer. Left him a phone number/product complaints email address confirmed product lots are for part #: 305110, not the reported syringe part number."